Event description:
Acct. Reports that the septum "pushed in" on one set and started to "push in" on a second set. Only one sample available. No pt. Injury reported. No further info available. States they use the the "plastic" cannulas to access the septums.